Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction on (B)(6) 2016. Sensor was inserted at the abdomen on (B)(6) 2016. Patient's mother described the skin reaction as a very red rash on the bottom half of the sensor pod area. Patient's mother treats the affected area with cortisone cream and neosporin, prescribed by the patient's physician over the phone on (B)(6) 2016. At the time of contact, patient's mother reported current condition of patient as "stable". No additional event or patient information is available. It should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).